Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the event and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in rear lock position with color bands fully exposed. There was no damage noted to the distal tip of the hemostasis sheath. The anchor was observed dangling at the distal tip of the hemostasis sheath with a small portion of the collagen exposed. The collagen had dried blood-like substance present on it. The anchor was noted deformed/bent. No other visual anomalies were noted with the device. Functional testing was conducted, the anchor was attempted to be manually pulled and upon applying extra force the suture broke. The device was severed and disassembled. Excessive blood-like substances were observed within the cannula of the sheath, carrier tube and inside the tensioner hub and frame. Several turns of the suture were present within the suture disk. A pair of tweezers was used to pull on the suture and the suture was able to unspool without any resistance. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device became stuck during pullback of the device and could not be pulled back from the patient. The patient had to be sent to the vascular surgeon to complete the procedure. There was no harm to the patient.